Event description:
Event description cpi received information that at an implantable cardioverter defibrillator (ICD) replacement procedure for normal battery depletion, the physician noted fluid in the connector body at the pin site of this superior vena cava lead (0020). The lead was repaired with medical adhesive, and remains actively implanted.